Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two days following the implant of this transcatheter bioprosthetic valve, angiography indicated an acute myocardial infarction (ami) had occurred. Subsequently, a coronary stent was placed. Per the physician, the ami was attributed to calcification and it was unknown whether the valve contributed to the ami. No additional adverse patient effects were reported.